Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 296 mg/dl while setting up a new device. The user had not yet entered body weight, which prevented insulin delivery until setup completion. After the setup was finalized, the ilet began delivering correction doses and glucose levels began to decrease. No outside medical intervention was required.